Event description:
(B)(6) (ns sales) called on behalf of (B)(6) (scrub tech) to report that while navigating a screw projection, the navigated cad model appeared approximately 5mm deeper than the surgeon¿s actual screw placement. The site was using all globus screws and instruments. (B)(6) assisted by walking the team through the use of different globus drivers and was ultimately able to help them proceed with the surgery. New key was eventually received and the procedure was allowed to proceed. Patient had not yet been put under anesthesia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".